Event description:
A baxter sales representative contacted product surveillance to report a colleague infusion pump that experienced a malfunction of "battery discharged totally without alarming". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Event description:
A baxter sales representative contacted product surveillance to report a colleague infusion pump that shut down without alarm while running on battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was a patient involved, but there was no report of injury or medical intervention. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Additional information regarding the event and patient involvement was obtained after speaking with the customer.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a malfunction of "battery discharged totally without alarming" was unable to be confirmed nor reproduced during pump evaluation by baxter personnel. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. The device has been serviced five times prior to this event. Nonetheless, prior service events did not contribute to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.